Event description:
Pt for laser lithotripsy. Laser turned on and all safety checks completed. Laser fired one time without incident. Upon second time laser fired, laser started making a "clanking" noise. Blast shield changed out and the laser was fired again. At this point, smoke was noted coming out around laser fiber connection to machine. Laser tuned off and back on and all safety checks passed. When fired again, the smell of something burning occurred. Procedure aborted and laser taken out of service.